Event description:
It was reported that as lvp 20d 3ss cv tubing clamp was defective. The following information was provided by the initial reporter: event 3: material no: 2426-0007 batch no: 20065966. It was reported that solution would not flow through when the roller clamp was opened.

Manufacturer narrative:
Investigation: one sample was returned for investigation by the customer. It was reported that solution would not flow through when the roller clamp was opened. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused using the alaris pump module at a rate of 100 ml / hr. No issues were observed throughout and after the infusion. The complaint could not be verified because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 20065966 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20065966 regarding item #2426-0007. A root cause could not be determined because the failure was unable to be replicated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing clamp was defective. The following information was provided by the initial reporter: event 3: material no: 2426-0007, batch no: 20065966. It was reported that solution would not flow through when the roller clamp was opened.